Manufacturer narrative:
(B)(4). Approximate date of event: late (B)(6) 2015 or early (B)(6) 2015 during hospitalization for an unrelated indication. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for an unrelated condition at the time of onset of peritonitis; however, it was not specified if hospitalization was prolonged due to the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Extraneal and physioneal therapies were discontinued, and the patient was transferred to hemodialysis. Patient outcome was not reported. At the time of this report the patient was still hospitalized. No additional information is available.